Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was 325 mg/dl; however, the customer was unsure if the elevated bg level was due to the cartridge alarm 19 issue. The customer addressed impacted bg level with manual injections.